Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling.

Event description:
The healthcare professional reported injecting a patient with 0.25ml of smooth into the lips. Approximately one month post injection, the patient experienced lumps in lips. The hcp treated the lumps with 2cc of hylenex on (B)(6)2025.